Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac artery using an indigo system aspiration catheter 7 (cat7), non-penumbra sheath, and wire. During the procedure, resistance was noted upon insertion on the cat7. The physician was unable to track the cat7 over the wire. The tip of the cat ovalized/ compressed and was unable to remove the thrombus. Therefore, the cat7 and sheath were removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and 8fr sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note, that the following sections were incorrectly reported on the initial MFR report. And is being corrected on this follow-up #xx MFR report: 1. Section g: box 4. Date received by manufacturer. H3 other text: placeholder.